Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 14. Details of surgery: primary stability not achieved, implant surface not completely covered with bone, bone overheating and sinus augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, bleeding and fistula. No further patient complications were reported.